Event description:
Consumer claims to have been pierced with the inverness ear piercing system at a retail vendor on 11/3/1999. On 11/8/1999 consumer sought medical treatment for infection of the piercing site. It was incised and drained and consumer placed on antibiotics.